Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, g1, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-oct-2022 to 25- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had caught fire. During inspection, a field service engineer confirmed machine had thermal event, inspected the affected area and captured pictures of the parts, field service engineer confirmed the serial number of the station and informed the customer, the user will be contacted with further instructions. Device will be sent to manufacturer for further investigation.

Event description:
It was reported by the customer that the pyxis medstation es system was caught on fire and user unloaded all medications for it to be shipped off. The customer explained that a heparin flush was squirted inside the pyxis machine causing it to smoke and catch fire. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station caught on fire and required to be fixed. A filed service engineer was inspected all affected area got all information from the incident and took pictures, also confirmed the serial number for the station and informed the customer that user will be contacted with further instructions.

Event description:
It was reported by the customer that the pyxis medstation es system was caught on fire and user unloaded all medications for it to be shipped off. The customer explained that, a heparin flush was squirted inside the pyxis machine causing it to smoke and catch fire. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b5: corrected the describe event or problem. Section h6: corrected codes for medical device problem code, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 corrected: during inspection, a field service engineer inspected the affected area and captured pictures of the parts, field service engineer confirmed the serial number of the station and informed the customer, the user will be contacted with further instructions.

Event description:
This supplemental report is being submitted to provide additional clarity to the reported event. The customer opened a self-service work order, telling the manufacturer that the device was ready for pickup for repairs after experiencing a thermal event. The customer did not disclose the date of occurrence and stated that a nurse squirted heparin flush inside of the device, causing it to catch on fire and emit smoke. The customer confirmed via a field service engineer that there was no impact to either users or patients. The device will be returned to the manufacturer for inspection.